Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed a ventricular tachycardia episode. Anti-tachycardia pacing failed to convert the patient's rhythm. The device began to charge for a shock, but was aborted due to the patient's rate dropping below the vt detection rate. It was reported that the patient passed away later that day. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.